Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 216-217 mg/dl.

Manufacturer narrative:
Device not returned.